Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer discovered that the harmonic ace instrument blade was damaged, and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for approximately one hour and performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. After the blade of the instrument broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. There were no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
The harmonic ace instrument was returned and evaluated by the failure analysis team. Failure analysis investigations revealed that the instrument was found to have a blade broken. The blade broke at roughly 0.41¿ from the base, and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was returned with teflon pad damage on the clamp arm. No material appears to be missing. The root cause of this failure is also attributed to mishandling/misuse.a review of the procedure log confirmed the surgical procedure was performed on the reported event date matching the documented event details. In addition, a review of the instrument logs showed the harmonic ace instrument (part# 480275-08 / lot# l90211012-0070) was last used on 14-june-2022 during this reported procedure with system sk3129. The harmonic ace instrument is a single-use device. No image or procedure video was provided for review.this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the harmonic ace instrument blade was damaged, and a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.blank MDR fields:follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.